Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that the insulin pump had a keypad anomaly. The act buttons was hard to press. Customer's blood glucose level was 44 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. The device was received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches. No unlocked lcd keypad connector. The device was received with cracked case at the display window corners, cracked battery tube threads, minor scratched display window and scratched case.